Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a mildly calcified tibioperoneal trunk that is 100% stenosed. Pre dilatation was performed and the 3.00 x 38 mm esprit btk bioresorbable vascular scaffold delivery system (sds) was advanced over an unspecified guide wire and through the sheath. It appeared that the sds was advancing separately from the wire, and resistance noted during advancement as the sds was no longer over guide wire. An attempt was made to withdraw the sds; however, the balloon/scaffold appeared to buckle and fold during removal; therefore, the sds and sheath were attempted to be together, but the balloon and scaffold separated near the access site. The separated portion remained in right common femoral artery and was covered with a non-abbott stent. A new esprit was deployed successfully to complete the procedure. No additional information was provided.